Manufacturer narrative:
This complaint was created out of literature found during clinical research. The paper does not provide address, serial number of device and there will be no device return as this event happened 10+ years back and is likely to have been thrown out. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: thermal shrinkage. Probable root cause: heat can result from insufficient suction which can result from: * inadequate hospital suction, leak, bad connection to hospital suction line, * clogging caused by suction path blockage, lower electrode mass due to variation in electrode thickness or opening cut. Use error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported within the publication "articular cartilage and soft tissue damage from radiofrequency thermal ablation wands at wrist arthroscopy" (giddins et al., 2021) that an 18-year-old man sustained an injury to his right wrist playing rugby. Radiographs and MRI arthrogram showed no pathological findings, but he remained symptomatic. At 2 years after injury he underwent a wrist arthroscopy. At surgery no frank tear could be seen but it was thought that the scapholunate ligament appeared to ¿sag¿, indicating potential instability. It was therefore treated with ¿thermal shrinkage¿ using a stryker radio frequency wand (stryker, kalamazoo, mi, USA). Following this his symptoms deteriorated. After several weeks the adjacent proximal surfaces of the scaphoid and lunate developed lucent areas. This progressed to a clear diastasis of the scapholunate joint with carpal collapse over the following year and was treated with a ¿modified brunelli¿ reconstruction, with initial symptomatic improvement. His symptoms then gradually deteriorated over the following 4 years. A second opinion was sought by the patient in a neighboring center. It was thought that the radiographic lucencies visible after the arthroscopy, were due to thermal damage. It was also thought that the ¿modified brunelli¿ operation had failed. At last review, 6 years after the ¿modified brunelli¿ operation, he was noted to have established degenerative changes at the radiocarpal joint and marked scapholunate diastasis.

Event description:
It was reported within the publication "articular cartilage and soft tissue damage from radiofrequency thermal ablation wands at wrist arthroscopy" (giddins et al., 2021) that an 18-year-old man sustained an injury to his right wrist playing rugby. Radiographs and MRI arthrogram showed no pathological findings, but he remained symptomatic. At 2 years after injury he underwent a wrist arthroscopy. At surgery no frank tear could be seen but it was thought that the scapholunate ligament appeared to ¿sag¿, indicating potential instability. It was therefore treated with ¿thermal shrinkage¿ using a stryker radio frequency wand (stryker, kalamazoo, mi, USA). Following this his symptoms deteriorated. After several weeks the adjacent proximal surfaces of the scaphoid and lunate developed lucent areas. This progressed to a clear diastasis of the scapholunate joint with carpal collapse over the following year and was treated with a ¿modified brunelli¿ reconstruction, with initial symptomatic improvement. His symptoms then gradually deteriorated over the following 4 years. A second opinion was sought by the patient in a neighboring center. It was thought that the radiographic lucencies visible after the arthroscopy, were due to thermal damage. It was also thought that the ¿modified brunelli¿ operation had failed. At last review, 6 years after the ¿modified brunelli¿ operation, he was noted to have established degenerative changes at the radiocarpal joint and marked scapholunate diastasis.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.